Event description:
The lay user / patient contacted lfs in 2009 alleging that the meter reverted to the set up mode. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to call to obtain further clinical info: the pt mentioned approx 6 months ago, the reported issue began and immediately after the issue began, he experienced blurred vision and felt dizzy. He then contacted his hcp for assistance and was advised to take an oral medication. The pt does not recall the name or how much he was advised to take. The pt denied any meter trauma. The issue did not occur after removing / replacing the battery. The meter is not a new product (out of box). The issue was resolved via troubleshooting. No further clinical info was provided. It would have been helpful to know why the pt waited so long to contact lfs and how long his symptoms lasted. The complaint is being reported since the pt was unable to test due to the reported issue and developed symptoms suggestive of hyperglycemia and was advised by their medical professional to take oral medication.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.